Event description:
As reported: "during the removal surgery of an asnis 4.0, the screw could not be removed with a screwdriver, so the extractor was used as a last resort. However, the tip of the extractor broke off and remained inside the patient's body."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.